Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (02) clearlink system continu-flo solution sets leaked at the "mid-line access port". There was a loss between 500mg and 1000mg acetaminophen; therefore, the patient received less medication than intended. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H11: the actual device and a companion sample were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional pressure and clear passage under water testing was performed on the actual sample and a leak was observed from the second y-site clearlink. An autopsy of the y-site clearlink identified holes at the gland. Functional testing on the companion sample including priming, gravity, usage on an in-lab spectrum pump, and back pressure testing were performed with no issues noted. The reported condition was verified on the actual sample; however, not verified on the companion sample. The cause of the gland defect is related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.